Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump had under delivering. The customer¿s blood glucose level was 356 mg/dl at the time of the incident and the current blood glucose was 189 mg/dl. The customer was treated with pump. It was reported that the pump doesn¿t deliver full insulin during bolus and they had high blood glucose. The customer alleges pump was under delivering because does not get no delivery and customer unable to deliver whole insulin amount. The customer was advised the pump will need to be replaced. The customer was advised to revert to back up plan per health care professional instructions until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test or verify low battery alarm and possible under delivery due to completely broken reservoir tube lip. Insulin pump received with severely scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked belt clip slot, stained end cap sticker, stained address or serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.